Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient¿s neighbor found the patient unconscious. The neighbor called emergency medical services (ems). The patient does not recall if she had any symptoms or what her cgm was reading prior to passing out. Once ems arrived, the patient¿s bg via fingerstick was 1.7 mmol (no cgm comparison provided at this time). Ems treated the patient with a glucagon injection and the patient regained consciousness after treatment. The patient was then transported to the hospital by ems. While at the hospital, the patient¿s cgm was reading 13.0 mmol and the bg meter was reading 8.0 mmol. The patient was discharged home after approximately 25 hours at the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values while in the hospital fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.